Manufacturer narrative:
The lot number provided by the customer was not correct.

Event description:
The contact called for help with her son's meter. While troubleshooting, she performed control tests and received 2 results of "lo". The normal control range was 98-135 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.